Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they had questionable results for two patient samples tested for ca2 calcium gen.2 (ca) and ureal urea/bun (bun) on a cobas 8000 c 702 module (c702). The ca results were in the low critical range and were reported outside of the laboratory. The customer then noticed two more patient samples had critically low ca results, so she stopped the analyzer and told the doctor to disregard the reported results as they were going to repeat the samples. The customer then repeated quality controls for ca and bun. Control results for both tests were outside of acceptable ranges. The customer noted that there was some previous troubleshooting/maintenance being performed with the rinse mechanism, so she inspected the mechanisms for defects after the questionable results had been generated. The customer found the rinse mechanism to be loose and it appeared to be wet. She adjusted and tightened the rinse mechanism and repeated controls. Controls were back within range and no further moisture was noticed. The customer then repeated patient samples. The customer provided data for a total of 5 patient samples that had erroneous results which were reported outside of the laboratory for ca, crep2 creatinine plus ver.2 (creat), tp2 total protein gen.2 (tp), phos2 phosphate (inorganic) ver.2 - phos, and alt alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt). The samples were repeated after the adjustment and tightening of the rinse mechanism. The repeat results were believed to be correct. The erroneous results are highlighted in yellow. The patients were not adversely affected. The ca reagent lot number was 25724301, with an expiration date of 31-aug-2018. The creat reagent lot number was 25041701, with an expiration date of 31-jan-2018. The tp reagent lot number was 24255201, with an expiration date of 31-jul-2018. The phos reagent lot number was 25041801, with an expiration date of 31-aug-2018. The alt reagent lot number was 23611301, with an expiration date of 31-jul-2018.